Event description:
--

Manufacturer narrative:
Analysis did not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted lead abrasion marks and anodization marks from pacing pulses on the front of the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at a previous follow-up this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.81. Approximately 4 months later the device had a monitoring voltage of 2.67. There was a concern the battery was depleting prematurely. Additionally, longer then expected charge times were observed. An invasive procedure was performed and this device was explanted and replaced. No adverse patient effects were reported.